Event description:
Patient's mother reported the infusion set was not working properly because it has to be changed every day. Mother stated she noticed that the patch was wet, therefore checked and realized that the infusion set cannula was broken. Mother reported the patient experienced elevated blood glucose levels as a result. Declined to troubleshoot for proper technique. Offered additional training. Mother alleges the insulin delivery was not sufficient resulting in the blood glucose not being under control and causing hyperglycemia. Mother reported the patient's blood glucose level was 352 mg/dl. Patient's normal blood glucose range was not provided. Mother stated patient's blood glucose level is fine when using insulin injections. No further information is available. The caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result a visual inspection and tests for flow and leak were performed on the returned unused devices. All test results were within specifications. The batch record (B)(4) was verified and found it within specifications. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The problem mentioned by the customer could not be reproduced.